Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 469 mg/dl at the time of incident and other value was 569 mg/dl. The customer was treated with insulin pump for high blood glucose level. Auto mode was used by customer. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The customer stated that the auto mode feature was active. The device will not be returned for analysis.